Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly underwent skin flap thinning surgery on (B)(6) 2019. The recipient's activation went well. This is the final report.

Event description:
The recipient is reportedly experiencing retention issues. Skin flap thinning surgery is scheduled.